Manufacturer narrative:
Lot review: a review of lot 3172136 (mfd. 03/2016) showed (B)(4) units were manufactured, tested, inspected and released, citing no exception documents.

Event description:
Complaint received regarding one 011-h2512, 41cm pur set, lot# 3172136 (mfd. 03/16). Report states; leak of liquid from the infusion set connected to a bag that contained irinotecan. Unprotected chemo exposure to the operator was reported.